Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with loose drive support disk, scratched lcd window, cracked case display window corner, broken reservoir tube lip, and cracked reservoir tube.

Event description:
It was reported that the customer's insulin pump has cracks, but no damage to the drive support cap noted. No further information was provided.